Manufacturer narrative:
An asp field service engineer (fse) was dispatched to the site. No smell or mist was detected by the fse. The fse proactively performed a preventative maintenance on the unit and replaced the catalytic converter, oil mist filter and the vacuum pump oil. Unit meets specifications and was returned to service. The customer reported the hcw's no longer are having problems with itchy eyes and skin since maintenance was performed on the unit. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
The customer reported a "strange smell" (odor) emitting from their sterrad® 100s sterilizer and an unknown number of health care workers (hcws) reported feeling "itchy eyes and skin." No additional information regarding the hcw's is known at this time. Asp will continue to follow up with the customer for additional information. An asp field service engineer (fse) was dispatched to the site to assess the unit. This event is being reported as a malfunction subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were not returned for further evaluation. The assignable cause of the odor/smells is the catalytic converter, oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.